Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received an scs system including a percutaneous lead on (B)(6) 2010. It was reported that the pt was without stimulation. F/u on this matter found that the pt's lead was replaced on (B)(6) 2011. No further info is available.